Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer representative (rep). The patient was implanted with a neurostimulator. It was reported that the patient¿s implantable neurostimulator (ins) battery was noted to be at the elective replacement indicator (eri) status. Upon interrogation, the electrodes 8, 9, and 12 were discovered to be greater than 10,000 ohms. It was noted that those three electrodes were not used to provide coverage for the patient¿s painful area in his back. The contributing factors that might have led to the issues were unknown. It was noted that the issues were resolved at the time of the report, but a replacement surgery was planned. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on 2019-oct-28. It was reported that the cause of the high impedances was not reported, the patient still wanted to have the device removed. But at the time of the report, it was still implanted. There were no further complications reported or anticipated.